Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial # (B)(6); implanted: (B)(6) 2024; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 02-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). I was reported that the contact point # 6 was fractured. The manufacturer representative (rep) stated on 2025-sep-16 that it would not affect the system. The patient¿s doctor reassured the patient on (B)(6) 2026 that the fractured contact point should not impact overall function. The device system was implanted for severe and debilitating neck pain. After implant of the device system, for the first time in decades, the patient experienced meaningful relief and quality of life. From october 2024 through january 2025, the patient was essentially pain-free, without medication. The patient was able to sleep, to function, and to feel like themselves again. Unfortunately, that relief has since been taken away due to repeated malfunctions of the device. It was further stated that the patient was told that the system had likely failed due to damaged leads or a malfunctioning ins, and that the only option would be removal. Additional information was received from the rep reporting that the event was being investigated further. There seems to be some micro-fractures with some of the contacts, likely caused by the lead being placed in the cervical region, where there was a lot of movement in many directions. There were high impedances. There was nothing wrong with the ins. The clinical team was looking after the patient. The reps will support the clinical team on any treatment plan they choose.